Event description:
Pump was set to deliver 150ml/hr, and 175ml were hung. 175ml were delivered in 1 hour. There was no illness, injury or medical intervention resulting from the event. One pt involved.